Event description:
It was reported that the patient underwent a surgery to remove a non-(B)(6) device and replace it with an artificial urinary sphincter (aus). No additional information was provided. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).